Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Product review of the zimmer skin graft mesher serial number (B)(6) by zimmer biomet dover on (B)(6) 2020 revealed the comb was damaged. The pretest could not be performed due to the damage. Repair of the device was performed by zimmer biomet dover on (B)(6) 2020 which included replacement of the following: comb. Additional repair included recalibration. The device, serial number (B)(6) was then tested and functioned properly. It was repaired, inspected and tested.. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device did not cut skin properly due to prior damage to bottom plate. No harm or delay and had additional mesher to take care of the issue. No adverse events were reported as a result of this malfunction.